Event description:
During the supraventricular tachycardia procedure, a leak occurred from the brk needle. The needle was replaced and the procedure was completed with no adverse consequences to the patient. A slip tip syringe was used and the needle was pre-shaped.